Event description:
The customer stated that they received erroneous results for two patients tested with coaguchek xs meter serial number (B)(4). The first patient was tested using the meter and the result was 4.9 inr. A venous sample was collected from the patient a few minutes later and tested in the laboratory using hemosil recombiplastin 2g reagent, resulting as 3.7 inr. On (B)(6) 2018, the second patient, a (B)(6) male patient born on (B)(6), was tested using the meter and the result was 6.2 inr. A venous sample was collected from the patient a few minutes later and tested in the laboratory using hemosil recombiplastin 2g reagent, resulting as 4.1 inr. Each patient's coumadin medication was held until the laboratory result was received. No adverse events were alleged to have occurred with the patients. The first patient is in healthy condition and the second patient is fairly healthy. Each patient's therapeutic range was 2.0 - 3.0 inr. The patients did not have any hematocrit concerns and did not have antiphospholipid antibodies or lupus. Other than coumadin, the patients did not take any other blood thinners. The patients did not have any special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Retention test strips (304973) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.